Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the front panel was not glowing due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 4 years have passed since the device was manufactured. Based on the results of the investigation, it is likely the device failed because the components on the printed circuit board deteriorated over time or these components accidentally failed.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the led and switches on the front panel of the device were not working intermittently during preparation for use. Also, the keyboard connected to the device was not working intermittently. There was no report of patient injury associated with this event.